Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the nose of the array was bent when repositioning from the left common pulmonary vein (lcpv)  to the right sided veins. The array became difficult to move. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012152075 was returned and analyzed. Visual inspection was performed, and the loop catheter was received without the guidewire threaded through. The guidewire lumen was received fully extended and with a deformed array loop assembly. The guidewire lumen was twisted at approximatively 0.463 inches proximal from the tip. The shape of the catheter array was inverted. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip but partially detached from the dual lumen. The ball of the angled array was displaced longitudinally. The ball segment of the nitinol array wire remained within the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. X-ray imaging confirmed the guidewire lumen was twisted and the braided wire was deformed but not broken. The length of the proximal arm, measured from the distal end of the dual lumen, was 0.149 inches (max length is 0.13 inches). Initial stiffness in the slide control function was encountered, attributed likely to dried blood, yet still operational. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Further x-ray imaging showed the nitinol wire proximal footprint, measured between the distal edge of the dual lumen and the axial proximal edge of the ball footprint, was 0.157 inches (referenced array insertion depth into the dual lumen 0.19 inches). The actual insertion depth of the nitinol wire into the dual-lumen measured 0.122 inches, measured between the distal edge of the dual lumen and the axial proximal edge of the ball, confirming a partial dislodgement of the nitinol wire proximal arm. The distance difference between the footprint of the ball edge and the actual ball edge was 0.0352 inches. X-ray imaging also showed the nitinol array wire was bent at the transition between electrode number one and the distal arm, and the braided wires at the twisted guidewire lumen location deformed and twisted but not broken. In conclusion, the loop catheter failed the returned product inspection due to an inverted array, partially dislodged nitinol wire, the proximal arm length out of specification, angled array arm tilted, and the nitinol wire bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.